Event description:
Procedure type: esophagogastrectomy. According to the rptr: during the attachment of the esophagus to the stomach the stapler was fired but misfired, thereby creating the need to convert the procedure to an open procedure to finish.

Manufacturer narrative:
(B)(4).